Event description:
According to the reporter, during a video-assisted thoracoscopic surgery and pulmonary segmentectomy procedure, while dissecting pulmonary parenchyma, the sixty millimeters reload did not perform the stapling until the end. The reload was replaced to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.